Manufacturer narrative:
Neither the device nor any imaging were available for evaluation as it was discarded by the hospital. It was reported that a revision was needed to replace globus hardware that was found to have migrated post operatively. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was needed to replace globus hardware that was found to have migrated post operatively.